Manufacturer narrative:
Sample is serum collected in a sst tube and centrifuged for 10 minutes at 3000 rpm. Qc is performed twice daily and was within the customer's established ranges. A system check performed on 06/30/2010 met specifications. A field service engineer (fse) was on-site (B)(4) 2010. Fse performed a system check and no hardware issues were noted. All verification tests met published specifications. Although hardware issues were addressed by the fse, a clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the synchron lxi 725 clinical system for one patient. Upon repeat and with a subsequent sample the results were within the normal reference range. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.